Event description:
Additional information received on 28-june-2023 via email. No medical intervention.

Manufacturer narrative:
Other, other text: d4 UDI(B)(4). Device evaluation: one device received for investigation. Visual inspection found front panel bent and broken battery cover. The reported problem could be duplicated. Service history review identified there was no indication or evidence provided in the complaint or service history of a service issue. The faulty electrical chassis and the impact to the device would cause the reported issue. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator battery light stays on, the "ft panel meter" had an internal issue, and the housing was damaged. Patient involvement unknown.